Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error did not reappear, and the customer successfully started their sensor session. Technical support also advised the caller to wait 20 minutes after the pump came out of storage mode before starting a sensor session, which the caller understood and acknowledged.